Manufacturer narrative:
The returned pod was evaluated and a damaged cannula was found where the distal tip was torn completely off and as a result measured only 0.908 inches (out of specification). It could not be determined when this damage occurred or if it affected the pod from delivering insulin properly during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 348 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. The adhesive pad was wet and a manual insulin injection using a pen was administered to treat the hyperglycemia.